Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This occurred while disconnecting from the patient line during pd therapy. This issue was further described as, ¿when we went to unscrew it from the pt line the tip of the transfer set unscrewed from the transfer set¿ and ¿the transfer set tip broken¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.